Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2011-00533, MFR # 9616680-2011-00235.

Event description:
End user regional clinic hosp reported via stryker rep in (B)(4) that "all implants couldn't be installed into intended components. These events occurred during the surgical procedures, nothing happened to pts, other implants were installed instead." Add'l info: "there were difficulties with inserting the inserts. Finally the others inserts with the same cat numbers were inserted. They were implanted into intended implants for scorpio - tibia plates (B)(4)."